Event description:
A customer contacted beckman coulter regarding an operator being exposed to waste material from the coulter lh750 hematology analyzer. The operator was working on an instrument, which was positioned at 90 degrees from lh750 when the tubing unfastened from the waste container on the lh750 during instrument cycling and splashed him in the eyes and mouth. The operator was not wearing goggles at the time of the handpiece. The operator immediately flushed his eyes and mouth with water and was taken to the employee health dept for treatment. The operator had his blood drawn at the employee health department for hepatitis c and hiv, received a lecture on statistical possibility of contacting disease and was administered anti-viral medication. Follow up blood work to the operator will be done at 1 month, 3 months, 6 months and 1 year. Since the operator experienced burning in the eye the physician prescribed special eye drops. No other information about the operator is available at this point.